Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) and experienced an inadequate stimulation due to high impedances on the leads. The patient underwent an ipg and lead replacement procedure. The explanted leads will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6) UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 33133866. UDI: (B)(4).

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) and experienced an inadequate stimulation due to high impedances on the leads. The patient underwent an ipg and lead replacement procedure. The explanted leads will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. However, a review of the product labeling indicated that this reported event is a known risk associated with the use of spinal cord stimulation. Therefore, the identified probable cause for this allegation is the known inherent risk of device, as the symptoms experienced by the patients fall within the recognized risk category. Additionally, the reported allegation that the patient experienced charging difficulties before the procedure has been confirmed. Testing of the ipg indicated that it was operating as expected. However, a review of the data logs revealed that the user may not have followed the proper instructions for charging the ipg. Therefore, this investigation is assigned a probable cause of failure to follow instructions, as per the labeling, the charger must be well-ventilated and properly centered over the stimulator to ensure effective charging.